Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the cartridge cap was not returned, so a test cap was used and was able to secure to the pump. There was no damage to the cartridge compartment. The battery compartment was scratched, but no cracks observed. The returned battery cap was damaged at the top slot, but had undamaged threads. The returned battery cap was also able to secure to the pump and maintain electrical connection.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.